Event description:
It was reported via repair work order that the patient left side rail was not latching due to a broken white spindle spacer in the latch spindle subassembly and a damaged pivot block. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.